Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative was able to go on-site to the evaluate the device. Functional testing and visual inspection with hardware log analysis were completed. Testing revealed that the hand switch was being released early during an exposure. The hand switch was replaced. System checkout successful. The hand switch was returned to the manufacturer for analysis. Functional and performance testing, along with visual examination and a usability inspection were conducted. Analysis revealed a stretched cord that was not retractable was the cause of the failure.

Event description:
Medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar procedure. It was reported intraoperatively that the device was intermittently stopping when attempting to capture 3d images and getting incomplete 3d exposures. No surgical delay was reported. No impact on patient outcome.